Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose (bg) level was 704 mg/dl. Cause was related to an unexpected reset. Customer went to the emergency room (ER) on (B)(6) 2022 for eight hours. Subsequently, customer was hospitalized in the intensive care unit. Customer had high, large ketones and their health care provider (hcp) identified the ketone level as dangerous, life threatening. The customer received IV and fluids of saline, insulin, potassium, and magnesium to address the bg. It was reported that the customer sustained no permanent damage. The customer also declined follow up from tandem technical support to obtain when the customer was released from hospital. No additional patient or event information was available.

Manufacturer narrative:
H10 (remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.) H10 (remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.)